Event description:
Voluntary medwatch form received notes that a patient presented with undersensing on their atrial lead. No changes or intervention was reported. The patient condition was not known.

Manufacturer narrative:
Voluntary medwatch MDR report #: mw5119422.